Event description:
Only 4 packages instead of 5 packages have been delivered. This event occurred at the time of before delivery. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. The warehouse send the missing package to the distributor. If additional information becomes available, a supplemental report will be filed with the new information.